Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 3 upon startup". Additional information states that the iab pump console was swapped to continue therapy. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.